Event description:
It was reported that during an unknown procedure, the clips would not advance. The clip applier didn't deliver the clips. The surgeon used a new device to finish the intervention. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the handles open. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected the remaining clip. Finally, it locked out as intended. However, it could not be determined what may have caused the feeding issue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.